Event description:
It was reported that the patient underwent a right total knee arthroplasty. Approximately 5 days post implantation, the patient developed right foot drop and was prescribed physical therapy and an ankle foot orthosis brace. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Peripheral nerve injury or disease can cause symptoms of pain, burning, dysesthesias, and either partial or complete loss of sensory and motor function. Foot drop can be caused by nerve damage during the arthroplasty procedure. If procedural nerve damage is done, this causes nerve palsy and the inability to lift the foot. Foot drop can also be caused the patients comorbidities, i.e. Limited mobility, parkinson¿s, cvas with paralysis, or sciatic/pinched nerve. As postoperative development of foot drop develops with no other identified cause, this signifies a postoperative complication. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00223, 3007963827-2022-00224, 0002648920-2022-00184, 0001822565-2022-02429.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h10 the additional information received does not alter the investigation. The root cause remains the same. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Approximately 5 days post implantation, the patient developed right foot drop and was prescribed physical therapy and an ankle foot orthosis brace. Three months later, the patient had an electromyography nerve study in which the patient tolerated the intervention. No further complications have been reported.